Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 24-nov-2023. The most recent information was received on 24-nov-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in an adult female patient who had essure inserted (lot no. 927071) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. At an unknown time, she experienced pelvic pain (seriousness criterion intervention required), pruritus ("pruritus"), lichen sclerosus ("vulvar lichen"), dry eye ("dry eyes"), tendonitis ("tendonitis"), asthenia ("asthenia"), dyspepsia ("digestive disorders"), dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue") and was found to have quality of life decreased ("deterioration of quality of life"). The patient was treated with surgery (to remove essure). At the time of the report, the pelvic pain, pruritus, quality of life decreased and fatigue had not resolved. The outcomes for lichen sclerosus, dry eye, tendonitis, asthenia, dyspepsia and dysmenorrhoea were unknown. Essure was removed on (B)(6) 2023. No causality assessment was received for essure with regard to pruritus, lichen sclerosus, dry eye, tendonitis, asthenia, dyspepsia, dysmenorrhoea, pelvic pain, quality of life decreased or fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. The following amendment was made: upon internal review the event code vulvovaginal pruritus was changed to lichen sclerosus. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in an adult female patient who had essure inserted (lot no. 927071) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), pruritus ("pruritus"), vulvovaginal pruritus ("vulvar lichen"), dry eye ("dry eyes"), tendonitis ("tendonitis"), asthenia ("asthenia"), dyspepsia ("digestive disorders"), dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue") and was found to have quality of life decreased ("deterioration of quality of life"). The patient was treated with surgery (to remove essure). At the time of the report, the pelvic pain, pruritus, quality of life decreased and fatigue had not resolved. The outcomes for vulvovaginal pruritus, dry eye, tendonitis, asthenia, dyspepsia and dysmenorrhoea were unknown. No causality assessment was received for essure with regard to pruritus, vulvovaginal pruritus, dry eye, tendonitis, asthenia, dyspepsia, dysmenorrhoea, pelvic pain, quality of life decreased or fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) ) on 24-nov-2023. The most recent information was received on 11-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in an adult female patient who had essure inserted (lot no. 927071) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), pruritus ("pruritus"), lichen sclerosus ("vulvar lichen"), dry eye ("dry eyes"), tendonitis ("tendonitis"), asthenia ("asthenia"), dyspepsia ("digestive disorders"), dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue") and was found to have quality of life decreased ("deterioration of quality of life"). The patient was treated with surgery (to remove essure). At the time of the report, the pelvic pain, pruritus, quality of life decreased and fatigue had not resolved. The outcomes for lichen sclerosus, dry eye, tendonitis, asthenia, dyspepsia and dysmenorrhoea were unknown. No causality assessment was received for essure with regard to pruritus, lichen sclerosus, dry eye, tendonitis, asthenia, dyspepsia, dysmenorrhoea, pelvic pain, quality of life decreased or fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Lot number: 927071 manufacture date: 2012-10 expiration date: 2015-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 24-nov-2023. The most recent information was received on 26-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in an adult female patient who had essure inserted (lot no. 927071) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown date she experienced pelvic pain (seriousness criterion intervention required), pruritus ("pruritus"), lichen sclerosus ("vulvar lichen"), dry eye ("dry eyes"), tendonitis ("tendonitis"), asthenia ("asthenia"), dyspepsia ("digestive disorders"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue / chronic fatigue"), migraine ("migraines") and heavy menstrual bleeding ("haemorrhagic menstrual periods") and was found to have quality of life decreased ("deterioration of quality of life"). The patient was treated with surgery (hysteroctomy). At the time of the report, the pelvic pain, pruritus, quality of life decreased and fatigue had not resolved. The outcomes for lichen sclerosus, dry eye, tendonitis, asthenia, dyspepsia, dysmenorrhoea, migraine and heavy menstrual bleeding were unknown. No causality assessment was received for essure with regard to pruritus, lichen sclerosus, dry eye, tendonitis, asthenia, dyspepsia, dysmenorrhoea, pelvic pain, quality of life decreased, fatigue, migraine or heavy menstrual bleeding. The reporter commented: period of occurrence: from 2015 to 2023. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Lot number: 927071 manufacture date: 2012-10 expiration date: 2015-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: new events heavy menstrual periods & migraine added. Essure removal surgery details (date & surgery name) added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.